Event description:
It was reported that there was a motor rate during occlusion. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. The device was returned for evaluation. Visual and functional testing were performed. Visual inspection found that the left rear corner of top case was broken, right plunger case was cracked and the lead screw was worn. During occlusion testing, the reported problem was duplicated. The root cause of the reported issue was found to be the worm coupling and gear. Replaced worm coupling and gear. (UDI) is unknown. No product information has been provided to date.